Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the neutraclear needle-free connector experienced leakage. The following information was provided by the initial reporter: I have received a faulty sample from ICU this time. I have the sample in my office. Once again blood has leaked through the connector when attached to a central line. ICU staff riskmanned it as an infection control risk so I did not receive it initially.

Event description:
It was reported that the neutraclear needle-free connector experienced leakage. The following information was provided by the initial reporter: I have received a faulty sample from ICU this time. I have the sample in my office. Once again blood has leaked through the connector when attached to a central line. ICU staff riskmanned it as an infection control risk so I did not receive it initially.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 7/26/2021. H.6. Investigation: three el200 samples were received without packaging; two of the samples were received connected to a three-way tap, while the other was received without packaging. All three samples had residual blood inside. A 10ml terumo syringe was also received to assist the investigation. The details of this feedback were shared with the legal manufacturer of the product, cair lgl, for investigation. They performed back pressure testing, as well as leakage testing on the returned neutraclear samples in order to replicate the customer's experience; no leakage was identified from any of the neutraclear samples throughout testing. Functional testing was then performed with the returned syringe, no functional issues were observed which may have contributed to the customer's experience, furthermore the tip of the syringe was reviewed and confirmed to be compatible for use with the neutraclear component. The lot number of the affected components were not available and therefore it is not possible to perform a review of the production documentation for this particular product. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. In this instance it was not possible to replicate the customer's experience during testing of the returned samples, and therefore it was no possible to conclusively link this feedback to a specific failure mode. H3 other text : see h.10.